Event description:
A hospital in the (B)(6) reported that there was no adaptor at the end of the pressure line of an rt235 infant dual-heated evaqua breathing circuit. This was found prior to patient use.

Event description:
A hospital in (B)(6) reported that there was no adaptor at the end of the pressure line of an rt235 infant dual-heated evaqua breathing circuit. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The complaint device is currently en route to fisher & paykel healthcare, (B)(4). We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: two complaint inspiratory limbs were returned along with two non fisher & paykel healthcare connectors and pressure lines. Results: the visual inspection revealed no damage to the returned inspiratory limbs. The inspiratory limbs were found to be within specification for this product. The returned connectors and pressure lines are non fisher & paykel healthcare products and not a component part of the rt235 breathing circuit kit. Visual inspection of the returned connectors and pressure lines show that one pressure line has a broken adaptor and the other has a missing adaptor. A lot check could not be performed as no lot number was provided. Conclusion: each breathing circuit kit consists of a number of components grouped together during production, including the pressure line and adaptor kit. There are standard operating procedures in place to assist operators on the production line to correctly pack breathing circuits. This consists of a specific pack card detailing all components required which must be displayed at the packing station. Upon receipt of the complaint devices it was discovered that the pressure lines and adaptors are non fisher & paykel healthcare products and are not supplied with our breathing circuit kits. We have subsequently notified the customer of our findings.